Event description:
During power-up, the terumo blood gas monitor did not turn on despite multiple restart attempts.

Manufacturer narrative:
The monitor was inspected and found to have a blank screen with periodic beeping. It was replaced, and the device passed all functional testing. Root cause undetermined.

Manufacturer narrative:
The blood gas analyzer was returned and evaluated. The reported issue was reproduced; no visible damage or abnormal connections were identified, and battery function was normal. Root cause could not be determined.